Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is solely based on description of event, it is assumed that the filter migrated during the retrieval procedure. However, given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported migration of the filter into the heart. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k12162. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the physician had a difficult retrieval on (B)(6) 2017 in the operating room. The celect filter migrated with legs that migrated into the heart. The physician went in percutaneously and was able to remove the filter and legs. Unknown timeline of implant however was implanted approximately 2 years prior. Patient outcome: unknown as information was not provided.